Event description:
The customer reported the device had a system error. The philips authorized support engineer who spoke with the customer clarified that the customer reported a cycle power error message displayed and that the device failed to boot up. There was no reported patient involvement.